Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on july 8, 2021. Device evaluation summary: according to the information reported, the patient developed early-stage seroma and infection. In addition, underwent breast reconstruction. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm+ 475cc returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast reconstruction primary surgery with 475cc mentor memoryshape breast implant experienced right sided seroma post procedure. On (B)(6) 2020, patient underwent a surgical intervention, which required incision/drainage/aspiration and bactrum. This event is associated with the glow clinical trial.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on september 2, 2021. Device evaluation summary: according to the information reported, the patient experienced symptoms of impaired healing (outbreak of red, bumpy, scaly, or itchy patches of skin), also, developed early-stage seroma and infection. In addition, she underwent breast reconstruction. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm+ 475cc returned device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 23, 2021, mentor became aware that patient also experienced right sided impaired healing. Implantation date has been updated. Patient had an explantation on (B)(6) 2021. Reason for device explant and/or reoperation: infection and impaired healing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After additional/secondary clinical review performed on oct 16, 2023, h6. Health effect - clinical code e0307 (seroma) has been removed to provide a more accurate description of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2022, after further review of file, mentor became aware that patient experienced early onset seroma which was aspirated on (B)(6) 2020. A surgical intervention to reclose the wound which was not healing properly on (B)(6) 2020. An infection with onset date of (B)(6) 2021 was conservatively treated with medication before being explanted on (B)(6) 2021. The device was ultimately replaced on (B)(6) 2021 with lot number 3341355 and serial number (B)(6). The date of implantation and date of explantation were erroneously submitted incorrectly in follow up report 4. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that patient also experienced right sided infection post procedure. As a result, patient had an explantation on (B)(6) 2021. Reason for device explant and/or reoperation: infection manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that b2 is required intervention was erroneously submitted in initial report.